Event description:
It was reported to philips that system would not start up. No harm to user or patient was reported. The device was not in clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected onsite and confirmed that the system had startup issue. Upon functional testing the fse reported a problem that system could not enter the application and found that software was defective. Fse reloaded the ghost software. After reloading the ghost, the system was returned to use in good working order. The codes were updated based on the investigation outcome.